Event description:
It was reported that the device automatically powers on when battery is inserted and within five mins, it shuts off flashes low battery. It shuts off with no warning. No adverse event reported.

Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.